Manufacturer narrative:
The lot number for the device is unk. The device remains implanted. The investigation is underway.

Event description:
It was reported that during a procedure to treat restenosis within the stent, imaging demonstrated a stent fracture. The in-stent restenosis was resolved with angioplasty, but the fracture was left unresolved with no plans to intervene. The procedure ended with good flow through the stent. There was no report of injury to the pt.